Event description:
It was reported to philips that the high voltage capacitor has failed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the high voltage capacitor has failed. No patient involvement reported. The field service engineer (fse) found the high voltage capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.